Manufacturer narrative:
(B)(4). Failure observed during analysis. Insulation degradation was noted at 47.0cm from the distal tip. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.